Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had fractured. It was noted that the leads exhibited a sudden spike to high impedance levels. The ra lead exhibited undefined impedances. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.